Manufacturer narrative:
Updated data: b5. Added second paragraph. D3. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the first advancement attempt, the valve was advanced through the right femoral artery (rfa) using an inline sheath; however, when it reached the right external iliac artery, it was unable to advance. Subsequently, the valve and delivery catheter system (dcs) were withdrawn and angioplasty and shockwave therapy were performed on the right external iliac vessel. A second advancement attempt with the same valve and dcs was then performed but was unsuccessful; therefore, the valve was withdrawn. The access site was then switched to the left femoral artery (lfa), and a new valve and dcs were advanced through a non-medtronic sheath and used to complete the procedure. It was noted that a 30-minute procedural delay occurred as a result of the event. Per the physician, the patient¿s calcified anatomy contributed to the event. Additional information was received indicating that the dcs was loaded approximately 30 minutes prior to the first advancement attempt. Of note, no misload was identified. Additional time was spent attempting to advance the dcs and this contributed to the procedural delay. No sheath was used during the first attempt at advancement. After multiple advancement attempts resulting in total time lapsed of 1 hour, the decision was made to withdraw the system.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the first advancement attempt, the valve was advanced through the right femoral artery (rfa) using an inline sheath; however, when it reached the right external iliac artery, it was unable to advance. Subsequently, the valve and delivery catheter system (dcs) were withdrawn and angioplasty and shockwave therapy were performed on the right external iliac vessel. A second advancement attempt with the same valve and dcs was then performed but was unsuccessful; therefore, the valve was withdrawn. The access site was then switched to the left femoral artery (lfa), and a new valve and dcs were advanced through a non-medtronic sheath and used to complete the procedure. It was noted that a 30-minute procedural delay occurred as a result of the event. Per the physician, the patient¿s calcified anatomy contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date: na ; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.